Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered from incontinence, pain, erosion of internal body tissue, and infections. The patient had additional surgery on (B)(6) 2012. All other information is unknown and unavailable.